Event description:
Customer reported a suspected false positive result with a cue covid-19 test, home & otc, performed on (B)(6) 2022. Customer performed two (2) more tests with the same cue covid-19 test, home & otc, and received negative results from both tests. Reader serial number (B)(4).

Manufacturer narrative:
Investigation summary: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were two (2) similar complaints against involved lot. The lot history record was reviewed for the lot number in the complaint and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.